Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated. (B)(4).

Event description:
It was reported that during a routine follow-up, the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and later completed. The device is expected to be returned for laboratory analysis: no resulting adverse patient effects have been reported.

Event description:
It was reported that during a routine follow-up, the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and later completed. The device is expected to be returned for laboratory analysis: no resulting adverse patient effects have been reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Further information in the device memory confirmed that the device had delivered 71 shocks and had 768 diverted shocks. The device battery status at explant was eol and had a current device reported battery voltage of 2.441 volts. The device passed longevity calculations and the short eri to eol interval was a result of the multitude of charges and shocks delivered by the device. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion based on the therapy requirements of the product while implanted.